Event description:
It was reported that the patient had a spinal headache following implant. Per the implanting physician it was due to csf (cerebrospinal fluid) leaking around the catheter while inside the needle, a purse string was used. It was added that a blood patch was required following implant with resolution of symptoms. Drugs delivered via the device were infumorph and bupivacaine.

Manufacturer narrative:
Catheter, model: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Programmer, model: 8835, serial# (B)(4).